Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to the company's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the cut to the hand experienced by the customer cannot be determined. (B)(4).

Event description:
A nurse reported that a technician experienced a cut to the palm of the right hand when removing a knife from the pack. The knife blade was protruding from the blister pouch which was still intact. The cut was washed and bandaged. The nurse later reported that the cut was all healed and the technician was doing "fine."